Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon determined patient had a tumor behind existing cup. Replaced cup and poly with competitive product, replaced existing head with new head - items and lot codes listed above."